Manufacturer narrative:
(B)(4). The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery, replace battery now and power loss alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, the pump was monitored and functioned properly. No unexpected pump error 25 found in pump history file. No cosmetic damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose was unknown at the time of incident. First call for power error detected alarm, customer stated using version 2.6 software. Troubleshooting was performed, customer could clear the alarm. The customer was advised to monitor the pump and continue use until the replacement insulin pump arrives. The insulin pump will be returned for analysis.